Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 1 broke during use. The broken part was retrieved. No injury.

Manufacturer narrative:
Returned start-x tip satelec insert 1 is broken in the middle operating part. No material defect was found during analysis of the rupture pattern. The batch number is unknown, DHR cannot be reviewed. We noted that the active part of the returned insert is strongly worn out. Given that the cutting edges are in a poor state, we assume the customer may have forced the instrument more, causing it to break. Root cause is wear. Maillefer recommend to check the instruments before their cleaning disinfection and discard any instrument with large obvious defects (broken, bent or worn out.